Manufacturer narrative:
(B)(4): bladder stones. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure between the dates of (B)(6) 2008. The patient reported to the physician in (B)(6) 2009 for treatment recurrent urinary tract infections. The patient was treated with three sessions of antibiotics imipenem and meropenem. Antibiotics were prescribed for seven days each session. During subsequent treatment, the physician performed a cysto procedure, removed a stone from the patient's bladder and removed eroded mesh from patient's bladder. Specific dates of surgical procedures and dosages of medication not provided at this time. Additional information was requested.